Manufacturer narrative:
Upon completion of investigation, it has been determined that the malfunction of the reported device is being reported in MFR 0001822565-2018-00781 as it has a different root cause.

Manufacturer narrative:
(B)(4). Concomitant medical products- persona tibial articular surface provisional # 42-5270-005-05 lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08334. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery the provisional fractured when the surgeon was putting the knee through flexion, in a range of motion check. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Updated: